Event description:
A report was received that the patient experienced discomfort when charging the ipg and also had frequent charging. The event happened after the patient had a non device related surgery wherein electrocautery had been used and believed to have damaged the ipg. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery (physician¿s implant manual (B)(6)).

Event description:
A report was received that the patient experienced discomfort when charging the ipg and also had frequent charging. The event happened after the patient had a nondevice related surgery wherein electrocautery had been used and believed to have damaged the ipg. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery (physician¿s implant manual 9055940-001).

Manufacturer narrative:
This is a duplicate event of MFR report #3006630150-2014-00293.